Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with pacemaker presented to the emergency room due to two syncopal episodes that occurred the previous day. Review of the device found atrial tachy response and non-sustained ventricular tachycardia (nsvt) episodes atrial, where it appears that there was oversensing of atrial flutter that caused pacing inhibition on the ventricular channel. An x-ray was performed that determined that the leads appear appropriate, and atrial arrhythmias were not new to this patient. The sensing was changed to a fixed value. The device remains in-service. No additional adverse patient effects were reported.